Event description:
Ems personnel were attending to an unconscious pt. External pacing was attempted however allegedly the pace would not turn on. The crew continued resuscitation efforts while transporting the pt to the hosp. The pt was pronounced after resuscitation attempts by the ed were unsuccessful.